Event description:
Reportedly, the staples did not form properly. Two staples were not formed at all. This was noticed through a bleeding which occurred 12 hours after surgery. A reoperation occurred and the tissue had to be resected and a new anastomosis was stapled. Procedure: low anterior resection.